Event description:
It was reported the patient experienced pain with deep breathing. Over the past seven days, post generator change, the left ventricular (lv) lead threshold has been 8 v and the lvt-rvc threshold was 1v at 0.1 ms. The lv lead impedance had been high, over 3000 ohms and was previously 600-1500 ohms. No programming changes would alleviate the pain. It was determined that the phrenic nerve stimulation was due to the lead moving from the original implant site. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6944 implantable tachy lead, (B)(6) 2009; 5554 implantable pacing lead, (B)(6) 2007.